Event description:
It was reported that the subject device ceramic tip was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5, d8, h4, h6. The device was not returned to olympus for inspection, and the customer's complaint of ceramic tip was damaged was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was evaluated by a 3rd party complaint evaluation team. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a large mechanical force caused by an impact or fall has deformed the device. Or incorrect handling by the customer cannot be ruled out either. Three attempts were performed to obtain additional information, but no response was received. Olympus will continue to monitor the field performance for this device.